Event description:
(B)(6) study. Same case as 2134265-2012-05283. Same patient as 2134265-2012-01278. It was reported that following a coronary artery stenting treatment procedure the patient required coronary artery bypass grafting. Lesion 1 was located in the mid left anterior descending (lad) artery with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the mid lad with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. Following stent deployment the patient experienced a coronary spasm at the ostium of the diagonal branch. The physician treated that with intracoronary nitroglycerin. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with recurrent chest pain. Coronary angiography revealed stenosis in the lad. The patient underwent 2-vessel coronary artery bypass grafting with lima to lad and svg to the 1st diagonal. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).